Event description:
In 2015 or 2016, I had essure sterilization placed. I had follow up imaging as was the policy and the coils were in both tubes. I have had chronic pelvic pain since 2022 that was getting worse. Yesterday I had a hysterectomy due to pain. Both coils were embedded in my uterus. The pain resolved immediately. The mal positioned coils seen and reported as normal on pelvic MRI and ultrasound. Reference: mw5183422.